Event description:
Pt had right total knee replacement in 1991. Care of pain and swelling knee recently. Arthroscopy done 5/28/99. Admitted for revision if total knee. Lg. Amount of fluid at operating room. C & s done: changed total condylar tibial insert at operating room.